Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The treatment for the peritonitis was not reported. Nine days after being admitted, the patient was discharged from the hospital and they were reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f12064 and h13h09017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).